Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (10 mg at 1.34658 mg/day), bupivacaine (20 mg at 2.69316 mg/day) and compounded baclofen (200 mcg at 26.93162 mcg/day) via an implantable pump. It was reported the patient contacted the clinic, on (B)(6) 2021, reporting increased pain and elevated blood pressure following an almost 50% decrease in hydromorphone and the removal of bupivacaine and baclofen from the pump. The patient noted taking oral gabapentin. The patient was started on clonidine to help with withdrawal symptoms. On (B)(6) 2021, the it rate was increased. The hcp accessed the catheter access port to terminate the bride bolus that was programmed when the pump was filled. On (B)(6) 2021, the patient had persistent pain and changes in mood. The it rate was increased. On (B)(6) 2021, the pump was refilled, adding baclofen and bupivacaine back in the concentration of medications. It was indicated the event was related to the device or therapy and related to the decreased dose of hydromorphone. The event was ongoing.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had no further report related to the withdrawal, on (B)(6) 2021, and the issue resolved without sequelae.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that the patient was receiving hydromorphone (3 mg at 0.37339 mg/day) via an implantable pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.